Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor alarmed with high pressure. After replacement of the printed circuit board (pcb), the compressor was running as expected and the device was returned back to clinical usage. The returned printed circuit board (pcb) was installed in a reference compressor and the reported failure was confirmed. It was found that a pressure sensor intermittently measured a higher value then expected, causing the compressor to alarm for "high pressure". If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. According to the received log files from the connected ventilator, there was alarms for low air supply pressure and high o2 concentration. Why the pressure sensor failed could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that a, "high pressure" alarm occurred when the compressor mini was used. There was no alarm on the ventilator but the air supply pressure displayed on the compressor unit differed in comparison to the ventilator screen. There was no patient harm reported. (B)(4).